Event description:
As reported on distrubutor report: "tip of fiber separated during use. Tip was retrieved without incident by placing grasping forceps through the previously placed scope." No injury was reported.

Manufacturer narrative:
Tip separated from fiber. Probable cause: tip overheated due to tissue contamination causing tip to separate. No response to attempts at retrieving pt info.